Event description:
Caller reported potential false positive troponin I (tni) result on triage cardiac panel vs. Ortho eci. Patient presented at ER with fever and cough for 2 weeks. Patient had no history of cardiac disease, but has history of hypertension and adenoma of the tonsils. Client has pt sample to send in for on site testing.

Manufacturer narrative:
Product support confirmed the client's observations of elevated tni on triage and low tni on an alternate method. Product support tested returned patient samples on retained devices and treated one sample for hama antibody interference. Testing confirmed the presence of heterophilic antibody interactions of sample with triage device. Testing results were as follows: tni test results: sample patient ID: customer (cardiac w45327), (B)(6) specimen #1: 0.44, (B)(6) specimen #2: na. Sample patient ID: customer (profiler w45373), (B)(6) specimen #1: na, (B)(6) specimen #2: <0.05. Sample patient ID: customer (ortho eci analyzer), (B)(6) specimen #1: <0.012, (B)(6) specimen #2: <0.012. Sample patient ID: biosite ps (access 2), (B)(6) specimen #1: 0.01, (B)(6) specimen #2: 0.00. Sample patient ID: biosite ps (w45373), (B)(6) specimen #1: 0.49, (B)(6) specimen #2: 1.21. Sample patient ID: biosite ps (w45373) hama, (B)(6) specimen #1: na, (B)(6) specimen #2: 0.68. The tni signal in the hama treated sample was 44% lower than in the untreated sample. A review of mfg release data for the device lots showed results within mfg specifications. There were zero occurrences of elevated tni results while using tni-negative samples. Product deficiency was not established; no corrective action required at this time.